Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by (B)(4) from the FDA on 08/5/2020. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The provided information from the user facility report indicate that the device was being used outside of the device's indications for use. The indications for use for the device are for gastrostomy only. The report indicated that the device was being used as direct access to the jejunum. Amt has reached out to the customer via email in attempts to retrieve the device for examination. The device is not available for analysis as the device was not retained by the or team. Since the device has not been returned a visual and functional evaluation could not be done and device failure could not be confirmed. A device history review was performed with the reported lot information with no anomalies detected in the record. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report.

Event description:
As reported by the original reporter: "mini one balloon button low profile feeding device placed in patient. In the evening following surgery, patient had an episode of forceful coughing and the j-tube (feeding device) dislodged. The patient returned to the or. Per the operative report, the j-tube malfunctioned - it was noted the jejunostomy "button" had a hole in it, so the balloon was collapsed. A new mini one balloon button was placed. On pod #6, there was concern of a problem with the new tube - feedings were noted to be leaking from the new j-tube site. The patient was taken to the operating room. Surgeon noted the mini one balloon button had malfunctioned - when removed, the balloon on the tube was noted to be ruptured. Both tubes were the same lot#, model# & exp date. Mini one balloon button low profile feeding device 14fr. X 3.5 cm. What was the original intended procedure?: the original intended procedure is the balloon remain inflated".